Event description:
It was reported on (B)(6) 2016 from an ER physician that the patient reports having bradycardia. The ER physician was not sure if this was associated with vns stimulation. The patient has not presented with heart issues before and the md was not sure of the cause. Magnet deactivation of the device was discussed to see if stimulation may be a factor. The issue began on (B)(6) 2016 when the patient fell. It is not certain if he fell because of the reduced heart rate or if the reduced heart rate began after his fall. He was advised to see his psychiatrist. Attempts were made to the patient's following psychiatrist but no information has been received to date.

Event description:
Additional information was received that the patient¿s device was reportedly turned off on (B)(6) 2016 when the patient was in the hospital due to syncope and there was concern vns was the cause.